Event description:
Reporter alleged obtaining the results of 282 mg/dl and 110 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she had taken 5 mg of glipizide a few minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.